Manufacturer narrative:
The events of abscess, infection and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri surgical scaffold during revision to left breast reconstruction on (B)(6) 2014. Post-implantation, patient required incision and drainage to treat a left side abscess on (B)(6) 2015. The device was removed and was discovered to be completely unincorporated with the patient tissue.